Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device didn't recognize the syringe. No adverse patient effects were reported by the customer".

Manufacturer narrative:
Device evaluation: the tamper seal was removed or broken. The top case was chipped. The bottom case had seal damage. There was syringe plunger not in place alarms in history. There was nothing about any size error in the history. Setup for flow test and inspection.- medfusion testing procedure. The timing plates in the plunger head were not set properly due to improper assembly by the customer, which is why the syringe size was not being recognized. The timing plates were re-set in the plunger head to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.